Manufacturer narrative:
Device is combination product. Device evaluated by MFR:the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR#2134265-2017-09313 and 2134265-2017-09333. It was reported that the patient died. The patient presented with serious multivessel disease. Following coronary artery bypass surgery, the patient was taken for a second procedure to treat target lesions in the circumflex artery and left common trunk. Angioplasty was performed with a 2.00mm x 20mm emerge¿ balloon. A 2.50mm x 24mm synergy¿ stent and a 2.75 x 24mm synergy¿ stent were implanted with adequate angiographic and hemodynamic results. Coronary ultrasound using an opticross¿ was performed in the left common trunk and revealed restenosis of greater than 90% in the non-bsc stents implanted a few years ago. Balloon angioplasty was performed with a non-bsc balloon and at this moment the patient presented electrical activity without pulse. Reanimation was attempted for several minutes without success. The physician considered the patient to have died due to serious coronary disease. There were no issues reported with any of the bsc devices used during the procedure. No autopsy was performed.